Event description:
This device eroded through the skin. There were no signs of infection. The leads were capped and left outside the skin. This lead exhibited total loss of capture due to dislodgement. The patient was referred to a surgeon. Cylos dr, MDR 1028232-2009-01594, setrox s 45, MDR 1028232-2009-01596.